Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they require assistance programming the pump. The customer's blood glucose reading was 500 mg/dl at the time of incident and treated with food. Troubleshooting advised customer to follow up with their doctor if settings need to be changed. Troubleshooting could not be completed as customer does not have a functioning pump and is using manual injections.